Event description:
The patient underwent a tonsillectomy and adenoidectomy. A single use coblation halo wand was utilized throughout the procedure, initially for the removal of the adenoid pad and subsequently for the resection of the left and right tonsils. Upon removal of the coblation wand at then end of the case, a defect was observed in the device sheath, exposing the underlying metal. A thorough inspection of the oral cavity revealed superficial burns on the bilateral buccal mucosa and the left side of the tongue. The coblation wand and the associated generator were immediately removed from service and sequestered. The smith and nephew representative was notified of the incident and the identified device defect.